Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hemolysis with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the paxgene® blood ccfdna tube experienced hemolysis (e.g. Blood sample). This event occurred 8 times. The following information was provided by the initial reporter: the customer stated they are experiencing hemolysis when using these vacutainers. Additional information: (B)(6)2020: bd tech notes - "spoke with the customer and discussed storage, transport, and phlebotomy technique as sources of hemolysis. They follow the steps in the instructions for use. He stated that they draw 4 tubes from each patient. In this case, the tubes from 3 patients from the same clinic in canada exhibited hemolysis. There were no changes in staff and all previous samples were not hemolysed. I explained, as per tom briggs, that hemolysis from the rbcs would not contaminate the plasma sample, as the rbcs do not contain any genomic dna.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported after use the paxgene® blood ccfdna tube experienced hemolysis (e.g. Blood sample). This event occurred 8 times. The following information was provided by the initial reporter: the customer stated they are experiencing hemolysis when using these vacutainers. Additional information: 24-july-2020: bd tech notes "spoke with the customer and discussed storage, transport, and phlebotomy technique as sources of hemolysis. They follow the steps in the instructions for use. He stated that they draw 4 tubes from each patient. In this case, the tubes from 3 patients from the same clinic in (B)(6) exhibited hemolysis. There were no changes in staff and all previous samples were not hemolysed. I explained, as per tom briggs, that hemolysis from the rbcs would not contaminate the plasma sample, as the rbcs do not contain any genomic dna."